Event description:
It was reported that this right atrial (ra) lead was explanted due to a unknown issue. A new device has been implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range impedance measurements and noise. Therefore, a lead revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements and noise. X-rays were performed, however, no cause was determined. Therefore, a lead revision was performed and the lead was explanted and replaced. This lead is not expected to be returned. No further adverse patient effects were reported.